Event description:
Related manufacturer report number: 2017865-2022-02635. During a remote follow up, episodes of far r oversensing and post paced t wave oversensing resulting in inappropriate mode switching were noted on the device. Additionally, p wave amp variation and a variable threshold were noted on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.